Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s grandmother reported persistent hyperglycemia in the 300s mg/dl despite multiple supply changes using inset 23" infusion sets. The user¿s weight setting was updated from 90 lbs to 105 lbs to reflect current weight. At the time of the call, blood glucose (bg) had decreased to 291 mg/dl and was trending downward. The user's blood glucose (bg) was corrected through supply changes and hydration. The highest blood glucose (bg) recorded was 300 mg/dl. Additional training was scheduled for the patient and grandmother. No symptoms, outside assistance, or medical intervention were reported.